Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the adc freestyle libre sensor detached during sleep after 3 days of wear. Customer further reported that he experienced a seizure and his caregiver treated him with glucagon. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported that the adc freestyle libre sensor detached during sleep after 3 days of wear. Customer further reported that he experienced a seizure and his caregiver treated him with glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported applicator has been returned and investigated. Visual inspection was performed on the returned applicator and observed that it fired, the sheath, and sharp all retracted successfully. The sensor and adhesive were not returned extended investigation is required. The reported sensor and adhesive was not returned. Extended investigation has been performed for the reported sensor and adhesive and there was no indication that the product did not meet specification. A DHR (device history review) for the libre sensor kit was reviewed and the DHR showed that the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.